Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. However, the field service technician went to the hospital and verified, that the device had no anomalies and is working. Therefore, the customer's complaint was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that e-228 endoscope ID data error and e-216 endoscope cable communication error appeared on video system center. It is unknown when the reported issue was found. There were no reports of patient harm.